Event description:
The facility reports after the bath, the tub was lowered to the lowest position and the lift was raised to clear the edge of the tub. The lift was moved to the center of the floor area, facing the caregiver. The lift was lowered so the resident was at eye-level with the caregiver. The seat of the chair was approc 27 inches from the floor. The staff turned to get a towel and turned back to see the resident in the chair already starting to tip. The resident fell forward and landed on her left side with the arm supports pressed against her inner thigh. The staff called for help, and three staff retrieved a mechanical lift to put the resident into bed. The seat belt was not used. The caregiver thinks the brakes were on. The resident sustained a large hematoma on the left inner thigh and some bruising under the left breast. MFR. Rep. No. 961.

Manufacturer narrative:
An arjo investigator examined the device and found no faults. All functions were working fine. The caregiver thought the brakes were applied, the resident was not near enough to anything to push or pull on something stationary, and the drain probably did not contribute, as it is relatively flush with the flooring. The assumption is that, because the resident was not wearing a seat belt, she was repositioned by the buoyancy in the water and was seated toward the front of the chair when removed from the bath. Something transpired when the caregiver's back was turned. The lift and tub operating posters were displayed on a wall in the tub room, along with the lift safety advice notice instructions. It was stated in the report from the site that no seat belt was applied. It is also stated in the report that the resident was left unattended when the staff turned to get a towel. The lift operating and product care instructions have highlighted a number of important elements to be considered and followed when using the alenti. These instructions have not been followed. The product was functioning within its specification; the MFR concludes the incident was caused by a user error, as product literature is explicit. The MFR recommends retraining of lift operators in all aspects of using the product.